Event description:
New information noted that the patient was asymptomatic to lead dislodgement. The lead was explanted and replaced. The patient was discharged in great condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was replaced due to dislodgement. No patient symptoms or additional information was reported.